Manufacturer narrative:
On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report a humeral head fixation screw (mhscw-sml). However, upon investigation the humeral head (mhh-43) is directly engaged with the bone. Therefore the MDR for this humeral head fixation screw is not reportable and the MDR will be cancelled.

Event description:
As reported: "we have a new revision case for next week. The patient¿s (left) shoulder is dislocated and the surgeon needs to change it for a smaller humeral head."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we have a new revision case for next week. The patient¿s (left) shoulder is dislocated and the surgeon needs to change it for a smaller humeral head."